Manufacturer narrative:
(B)(4). On 24apr2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
During a trial with the 3 mm maryland, while using the bovi, the doctor noticed that the instrument was not working correctly as the energy was getting to the tip of the instrument. It smelled like something was burning and when the instrument was taken out of the trocar the instrument shaft was melted and there was soot in the trocar. After the case, where the trocar had been, the patient had a burn. Instrument had been used previously at facility and worked fine. Patient was burned at incision area where product at, no medical intervention required, no user harm. The device was under current for 10 minuets, the device was inserted through the trocar and was being held by the doctor. The event was resolved by removing the device from the facility and sending it in {for investigation}. The hernia procedure was completed as planned. Although additional questions were asked, nothing further was answered. This record captures the sp0336-md that had been used in the event.

Manufacturer narrative:
Follow up (B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in october of 2017. An investigation was performed, and the root cause of this issue is undetermined. Tests were run on inventory in stock to simulate the reported issue, however the test instruments did not heat up. The sample instrument provided by the customer is heavily bent, and dirty on the jaw. The instrument is burned in the middle of the shaft. It appears that the power supply may have been too high. Because the instrument is heavily bent, it most likely was overloaded, which would explain why the instrument is difficult to open and close. Also, maintenance and proper care of the instrument was not sufficient. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.